Manufacturer narrative:
An event regarding crack/fracture involving a exeter cup was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. An image of the device was provided but nothing could be established based on the image provided. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The sales representative reported that the pmma cement spacer came off the implant prior to implanting so the surgeon had to open another implant to continue with the operation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The sales representative reported that the pmma cement spacer came off the implant prior to implanting so the surgeon had to open another implant to continue with the operation.